Manufacturer narrative:
(B)(4). PMA 510(k): this device model is an ife (import for export) therefore 510(k) does not apply. This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since october 2015. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred in (B)(6) stating in preparation of the demonstration endoscope (pentax model eg-2990zi/serial (B)(4)) for the live session at euroeus2016, this model was found to be colonized by bacteria after initial reprocessing and therefore was excluded from being used.

Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number: e2015036).

Event description:
Pentax medical requested reprocessing details from the customer. No reprocessing details were received. The device was returned to pentax europe where reprocessing and sampling was performed. The results of the sampling confirmed the reprocessing was not successful. Pentax europe replaced the channel systems on the device. On 06-feb-2018, a device history review was performed confirming the video gastroscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. Since no further information has been received for this event, pentax medical considers this medwatch report closed.